Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) underwent a drg trial procedure on (B)(6) 2016 for bilateral foot pain. On (B)(6) 2016 the patient experienced what she described as a "significant sensation" which the physician diagnosed as neurapraxia and prescribed medication. On (B)(6) 2016 the patient began to experience increased pain in her left foot and went to the emergency department where the trial leads were removed. The patient is recovering and no further interventions are planned at this time.